Event description:
It was reported that the customer's insulin pump was malfunctioning. Caller state that the insulin pump was constantly alarming no delivery during bolus. Caller stated that the customer changed the infusion set three times, but the no delivery alarm reoccurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube, a cracked reservoir tube window and a stained end cap sticker.